Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files no abnormalities could be detected. The sample was subjected to a visual and functional examination. During the visual investigation it was possible to see, taht all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. A functional test was perfomed. The self test was successfully finished, the inserted infusion line was recognized by the pump and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream pressure sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values according to the specifications of the technical safety check (tsc). By an inside investigation no visual damages could be found. The reported complaint could not be confirmed. During the investigation downstream pressure sensor no deviation or malfunction could be detected. The pump operate within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): "pump did not give an alarm altough" customer information: the pump did not give an alarm although infusion valve or stopcock was closed.patient did not get the medicine needed. In the central cannula noradrenalin stopcock/tap was closed. The medicine rate was 35 ml/h and the pump didn´t give any alarm but "claimed" that the infusion goes normally.